Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), document # (B)(4) rev. C, and the hm 3 patient handbook are currently available. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, these documents outline all system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Analysis of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log files contained data from 15jan2024 through 26jan2024. Three low flow fault flags were captured on 26jan2024 when the estimated flow dropped below the low flow threshold. Of these faults, one lasted over 10 seconds and a low flow hazard alarm was triggered. The pi value was elevated during the low flow event. No other notable events were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. Incidental findings: a pump reset was noted in the lvad event log file on 14jan2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Through product investigation, review of the submitted log files revealed a software reset on 14jan2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients speed dropped to 4000, which was below the set speed limit.